Event description:
It was reported that the user experienced recurrent low blood glucose, including a reading of 65 mg/dl after taking morning medicine and coffee, with additional lows during yoga while the ilet was frequently paused and sometimes disconnected; the user also reported not announcing meals. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment. Investigation included review of use patterns and education on appropriate device operation and activity-related glucose management. Investigation of this case revealed behavior-related factors, including frequent manual pauses, disconnection during activity, and lack of meal announcements, which are consistent with hypoglycemia events not attributable to a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.